Event description:
A discordant, falsely elevated vitamin b12 result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument after troubleshooting, and resulted lower. The corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the sample manifold, sample carousel grounding brush, sample probe, sample and reagent dual resolution dilutor seals and vacuum pump. The fse returned to the site and replaced the water load cell and performed calibrations. The fse also refitted all substrate heater connectors and slave circuit board connections. Quality controls and precision were run, all resulting within range. The fse also preventively replaced the power supply and checked all output voltages. The cause of the discordant, falsely elevated vitamin b12 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.